Manufacturer narrative:
The full event site name is: healthcare authority of the city of (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) reported that when they arrived on site and spoke with the biomed personnel they were informed that at the time of the issue the patient was moving on the table which could have caused a kink in the balloon catheter causing the balloon not to inflate. The stm completed calibration and the iabp passed all functional and safety tests per factory specifications. It was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump had an autofill related issue and stopped pumping while in use on a patient. There was no patient harm or adverse event reported.